Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received excessive no delivery alarms on his insulin pump. He reported his blood glucose level to be 298 mg/dl. Troubleshooting was performed. The customer also reported that he was prescribed prednisone and has bronchitis. When he takes prednisone his blood glucose level tends to go up. The product is being returned. Nothing further to report.